Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 786879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and mental disorder outcome was unknown. The reporter considered device dislocation, genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, abnormal bleeding,migration patient now desiring definitive surgical management via hysterectomy. Lot number: 786879 manufacture date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received. Patient's dob, rcc and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 786879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), genital hemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). At the time of the report, the device dislocation, pelvic pain, genital hemorrhage and mental disorder outcome was unknown. The reporter considered device dislocation, genital hemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, abnormal bleeding,migration. Lot number: 786879. Manufacture date: 2010-09. Expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 786879) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and mental disorder outcome was unknown. The reporter considered device dislocation, genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, abnormal bleeding, migration. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: previously reported event "injury to herself" updated to "pain". Events- "abnormal bleeding, psych injury, migration" added, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.